Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture and noise over-sensing. The atrial lead was not used and replaced. The patient was in stable condition.